Event description:
Information received by medtronic indicated that insulin pump had a crack behind the battery cap on the back of the insulin pump and also water got in it. The customer reported that insulin pump was not bumped or dropped. Per troubleshooting, the customer indicated no damage to the reservoir or infusion set. Customer stated that insulin pump did show signs of physical damage. Customer stated that there was no physical damage to the insulin pump's retainer ring. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.

Manufacturer narrative:
(B)(4). Unable to perform displacement test due to reoccurring pump error 38. The pump failed the self test due to an appearing pump error 75. Successfully downloaded pump history files and traces using thus software. Pump error 38 appeared during testing at 9:50 am on (B)(6) 2022. Pump error 75 appeared during testing at 9:51 am on (B)(6) 2022. Pump was cut open to perform visual inspection and found moisture damage on the electronic assembly, motor, and force sensor. The following were noted during visual inspection: scratched case, cracked case, cracked case (battery tube), pillowing keypad overlay, stained keypad overlay, battery tube threads - cracked, and label damage. Cosmetic damage was confirmed at the back of the pump. Exposure to moisture was confirmed at pcba 1, pcba 2, motor, and force sensor. Pump error 75 was confirmed during testing due to moisture damage on the lithium battery. Pump error 38 was confirmed during testing due to a gearbox jammed and corroded home switch. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.